Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in the (B)(4) alleging his onetouch ultra easy meter was displaying inaccurately low results compared to an emergency medical services (ems) meter. The medical surveillance specialist (mss) was not able to reach the patient for follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(4) 2013 at 6pm he developed symptoms of ¿tired and confused¿ which he associated with hypoglycemia. The patient reported his wife gave him a tube of glucagon at an unknown time. The patient reported his wife contacted emergency medical services (ems) and they arrived on (B)(6) 2013 at 6:15pm and gave him a tube of glucagon gel. The patient reported he was given jam sandwiches and juice. The patient reported on (B)(6) 2013 at 10pm ems obtained a reading of ¿2.7mmol/l¿ on their meter and ¿4.1mmol/l¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or 5.56mmol/l. The patient reported he was taken to the hospital and stayed overnight. It is unclear if the patient received any additional treatment for diabetes. It is unclear if the lfs meter was reading accurately prior to the symptoms the patient developed. It is unclear if the patient made any changes to his normal diabetes management routine on the day of the alleged issue that could have caused the serious injury. At the time of troubleshooting, the cca confirm the subject meter was in the correct unit of measurement and an approved sample site for testing. The patient was found to be using the correct testing steps. Replacement products were sent to the patient. Based on the information provided, although the patient reported developing symptoms prior to the subject meter reading inaccurately, this complaint is being reported because the patient claims he required assistance from a third party as well as a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/4/2013 and 10/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(4) 2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. ((B)(4) 2013) this supplemental is being sent to correct information that was submitted previously. The complaint was logged against the wrong meter: (B)(4). The correct meter that has been reviewed is: sn (B)(4).